Event description:
It was reported that during the procedure, the needle pulled off the suture and was embedded into the patient's "superior left inferior clavicular fossa". Fluoroscopy was utilized to visualize the needle and it was seen but it could not be retrieved.